Event description:
It was reported from the office of (B)(6) that an xtra-silent nite slide-link appliance experienced broken sleep device parts, specifically an anchor that fractured off. No additional information was provided regarding the circumstances surrounding the event.

Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).